Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: li h, et al. (2021), risk of complications of early postoperative weight-bearing after internai fixation of intracapsular femorai neck fractures:2-year follow-up, chinese journai of tissue engineering research, voi 25, no. 18, pages 2875-2880, (china). The objective of the study is to investigate whether early postoperative weightbearing after internal fixation of intracapsular femoral neck fractures may be taken and increases the risk of postoperative complications. From january 2012 to december 2017, 90 patients with intracapsular femoral neck fractures undergoing internal fixation were included in the study. The patients were divided into 2 groups according to the methods of internal fixation; the hollow compression screw group or the percutaneous compression plate group with 45 patients in each group. In the hollow compression screw group, there were 24 males and 21 females with a mean age of 44.26+/-13.25 years. Patients in the hollow compression screw group were implanted with (3) unknown synthes 7.3 mm cannulated compression screws. Meanwhile, the patient in the other group were implanted with a competitor¿s percutaneous compression plate. Complications were reported as follows: 5 patients had internal fixation failure that occurred 5-7 months after operation. 6 patients had nonunion that occurred 5-7 months after operation. 6 patients had femoral head necrosis that occurred 9-20 months after operation. This report is for the unknown synthes 7.3 mm cannulated compression screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown synthes 7.3 mm cannulated compression screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.